Event description:
The 9600+ system displayed problems with the iris pot and calibration. No pt injuries were reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.